Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an internal device. Patient reported that patient¿s friend fell and hit something which dislodged the internal equipment and the patient¿s friend was having their equipment replaced. No further complications reported or anticipated. Omitted information regarding the initial reporters general questions regarding the device can be found in (B)(4).